Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot # 8072656. Customer states that the needle pierced through the shield and is bent. The returned syringe was examined and exhibited the needle bent between the hub and shield, exposing the cannula point. A review of the device history record was completed for batch# 8072656. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (exposed cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root causes: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.

Event description:
It was reported that a syringe 0.5ml 29ga 1/2in 7bag 420cas jp pierced through the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 29ga 1/2in 7bag 420cas jp pierced through the shield.